Manufacturer narrative:
A review of the device history record (DHR) was not performed during this investigation as the lot number was not received with the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after administering a vaccine, the safety mechanism malfunctioned and needle bent slightly. While trying to use safety needle mechanism, device was pressed gently on a flat surface. Device did not close correctly, causing needle to protrude outward without point covered. Mechanism did fully extend to locked position but did not stay in place.